Event description:
The facility reported a colleague infusion pump with a malfunction of "channels are out of service". It is unknown when this condition occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. This is involving a pump with software version 5.03.00 which is categorized as unremediated. No additional information is available. During review of the event history it was determined that the reported condition occurred during delivery causing an interruption of delivery.

Manufacturer narrative:
Customer letter with DHR results and evaluation summary sent. Operative report was requested but is not available. Evaluation summary: all three commissures appear to be pushed inwards towards the center of the valve, also evident in the x-ray. No other inconsistencies detected. Research and development observed the valve and concluded that the valve was bent inwards at all three commissures. The valve was explanted at implant; however, there is no substantial blood on the cloth or on leaflets. Several suture holes on the sewing ring suggests the implantation might be attempted. With the holder attached at the cusp area, it is difficult to bend the three commissures uniformly toward the center, particularly with the holder still attached.

Event description:
Reportedly, the device was explanted at implant due to stent distortion. Per the cer: the structure of the bioprothesis bent inward causing a prolapse of the leaflet. The strut was unstable. The prothesis was immediately replaced. Initial indication for implant was aortic insufficiency. Patient condition is stable. Device to be returned. Per sales rep, event happened during suture activity.

Manufacturer narrative:
No other information is indicated to be available regarding this event. This event was determined to be reportable per edwards lifesciences procedures. Customer letter has been requested. The device history record (DHR) review was completed. No non-conformances were identified on any work orders related to model 3300tfx, (B)(4), from the top assembly level to the raw material component level. The DHR review concludes that this device met all manufacturing and inspection specifications. Device not returned.